Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 415 mg/dl. The reservoir had leaked at snap cap while fill tubing process and the barrel had torn. The reservoir compartment had fluid. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.